Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting high rv coil impedance and pacing impedance. It was suspected the rv lead was fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.